Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. The dexcom representative verified receiver and transmitter were communicating properly, and that patient's mother had attempted pairing with the smart device. Dexcom representative advised the patient's mother on the smart device to uninstall the share2 and g5 mobile apps, leaving only the follow app, then turn off the bluetooth and forget the transmitter, reset the smart device, reinstall the g5 app, and pair the devices which was successful. No additional patient or event information is available.